Event description:
Healthcare professional reported patient care technician (pct) initiated patient treatment on the baxter meridian hemodialysis machine. Pct forget to clamp off normal saline (ns) and bag of ns ran dry while pct was waiting for blood to enter the dialyzer, resulting in air entering the blood tubing. Pct reported air was below the venous clamp when pct used the clamp on the blood tubing to clamp the blood line by the patient's needle. Hcp disconnected pt and recirculated machine per unit protocol. This event occurred at 13:39 and the first time machine alarm was during the recirculation process to remove the air from the blood lines at 13:50. Air was removed from the system, they manually checked the air detector by opening the door of air detector and machine alarmed appropriately. Treatment was continued on this device and monitored carefully, no further problems to report. Hcp reported no air entered patient, no patient injury and no medical intervention was necessary as a result of this event. On the day of the event, hcp stated event was reported to facility technician on the same day and stated device was back on the floor this morning for patient use and there have been no further events to report.